Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Multiple follow ups were made to obtain additional information; however, a response was not received.